Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. A visual inspection revealed that the device had some minor frays and twisting from use. The length appeared to be standard. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the drawing found that the size a loop length was specified to be 31.8mm ± 2.0mm, with an in use length of 20mm. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during surgery, when the endobutton went through the btb graft and measured the length, the endobutton clbtb loop length was found to be longer (25mm) than specified (20mm). The procedure was completed without delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.